Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 27march2026. Medwatch report is mw 5186240.

Event description:
It is reported, needle broke off hub, causing leak. Verbatim: nuclear medicine procedure involving tagging red blood cells to give to patient. During draw from vial needle dislodged from its base causing a small radioactive spill that also involved a blood product. Defective needle was bd blunt fill needle with red hub that broke from metal part of needle. Lot number 5177536.